Manufacturer narrative:
Pump received with intermittent button response due to flattened express down arrow button dome switch. No unlocked j2/lcd keypad connector. No unexpected button loud clicking noise or buttons sticking noted when pressed. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive. The customer also reported that the down arrow button was sticking and making a loud clicking noise. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.